Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for missing label content (lot number) on lot # 7345823. Investigation summary: customer returned photos of shelf cartons of 1cc, 8mm, 31g syringes with the shipping cartons from lot # 7345823. Customer states that the printing is missing on the shelf carton. The photos were examined and exhibited missing lot number, manufacturing date, and expiration date information on the shelf cartons. A review of the device history record was completed for batch# 7345823. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause description: potential root cause is the box may have been feed incorrectly during stamping of the information required. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra fine¿ ii needle label information was illegible. No serious injury or medical intervention was reported.